Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this brady lead was part of a system revision due to infection. During the procedure, this lead exhibited helix retraction issues and removal difficulties. The entire system was extracted to resolve the issue. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being submitted to correct the omission of a conclusion code.

Event description:
It was reported that this brady lead was part of a system revision due to infection. During the procedure, this lead exhibited helix retraction issues and removal difficulties. The entire system was extracted to resolve the issue. There were no additional adverse effects reported.